Event description:
It was reported a patient with a 25mm 11500a aortic valve implanted three (3) years, was evaluated for valve-in-valve procedure due to severe bioprosthetic aortic stenosis. Patient presented with exertional dyspnea. Tavr was successfully performed with a 26mm 9755rsl transcatheter valve.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a the investigation is still in progress; therefore, a conclusion has yet to be established.